Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of gripper control/drive head was confirmed. Received on 06-jan-2025, syringe device was received unboxed and with paperwork. External inspection revealed that the knob actuator was broken off. Broken knob actuator. Unable to determine where the damage originated. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center replace the knob actuator. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had gripper control or drive head release broken. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had gripper control or drive head release broken. There was no patient involvement.